Event description:
Information received by medtronic indicated that the customer reported a leak in the infusion set and the reservoir. Troubleshooting was performed and the leak was present in the o-rings and the leak was past the 2nd o-ring. The customer not reported tilting the plunger during the filling process and pulling the plunger too far down the barrel. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the reservoir. One of the reservoirs will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Evaluated 1 open/used reservoir (no liquid inside barrel) transfer guard not returned. A visual inspection was performed using appendix d; checked o-rings and stopper groove for defects and none was found. Using a new lab transfer guard, performed pre-fill test appendix c. Found no leaks during analysis. Also performed manual test appendix e and found plunger torque test result is within acceptance criteria; per dop114-811doc. Conclusion: using a new lab transfer guard and the returned reservoir; passed per pre-fill test no leakage anomaly. Also, plunger/stopper plunger passed per test with acceptance criteria. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.